Event description:
It was reported that bd luer-lok¿ tip syringe packaging units had no perforations between them. The following information was provided by the initial reporter: "one of the hso¿s has noticed an issue with the packaging on this syringe. They are telling me there are no perforations between each unit... They noticed the issue and also tossed the syringes in question."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that that bd luer-lok¿ tip syringe packaging units had no perforations between them. The following information was provided by the initial reporter: "one of the hso¿s has noticed an issue with the packaging on this syringe. They are telling me there are no perforations between each unit... They noticed the issue and also tossed the syringes in question."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.